Event description:
It was reported that coating detachment occurred. A promus premier select 32 x 2.25 drug-eluting balloon expandable stent was selected to treat a coronary stenosis. It was noted that there was coating detachment. The promus premier select was not used for the procedure. No patient harm resulted in relation to this event.